Manufacturer narrative:
The investigation was just started, the results will be provided in a follow-up report.

Event description:
It was reported that the device was put into operation on (B)(6) 2020 around 11:20 am and that the device performed a restart on its own. After the restart the device was apparently ready for usage. No patient injury reported.

Manufacturer narrative:
For the investigation the logbook, the pcb m48.3 and the sd card set were provided. The affected device was tested from the dräger servic engineer on site. It was not possible to reproduce the failure, no technical failures were found. Within the scope of the logbook analysis the described behaviour could be retraced. The safety software of the evita v800 triggered a warm start of the ventilator as a specified reaction to a detected time-out in the software task processing. For safety reasons, the safety software analyzes and verifies the correct device function. If the safety software detects a deviation of the ventilator from the correct device function, it requests a warmstart of the ventilator as a specified response. During a warmstart, ventilation is temporarily interrupted. During this time, the safety valve is open to the environment to allow the patient to breathe spontaneously. After a maximum of 8 seconds, evita v800 automatically continues ventilation with unchanged settings. The warmstart gets indicated by the alarm message "ventilation unit restarted" on the control panel and an acoustic alarm tone sequence. Examination of the replaced hardware components revealed no malfunction. The evita v800 reacted according to specification to a detected time-out in the data processing of the microprocessor system and performed a warm start of the ventilation unit. The user was informed of the event by means of visual and acoustic alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.